Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer alleged the insulin pump was under delivering. The customer's blood glucose level was 285 mg/dl at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that reservoir had air bubbles and leak at o ring. Customer performed self-test and it was pass. The devices will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Using a new lab transfer guards and plungers; performed pre-fill reservoirs test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: using a new transfer guards and plungers reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no air bubbles and no leak.